Event description:
The right rear leg of the shower chair gave way and patient tipped backwards and fell. The nursing assistant did try to break the patient's fall. Patient had no injuries. Legs of shower chair were secure and clicked into position prior to collapse. Chair was removed from service and discarded.======================manufacturer response for shower chair, bench, bath, back assembled (per site reporter).======================referred to quality team for follow-up.